Event description:
It was reported, the patient had a urinary tract infection. The etiology was new illness/injury. An e coli organism on the urine culture was noted. In addition, the patient experienced frequency and pain and burning on urination. The patient was given cipro 500mg bid, uribel one tab pro re nata, and macrobid 100 mg bid. The event resolved without sequelae on 2012 (B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# v100936, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).